Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bag to vent lever and shaft assembly was replaced to resolve the reported issue. Customer contact reports no patient information available. UDI# (B)(4).

Event description:
The hospital reported a malfunction of the bag to vent switch preventing the selection of manual ventilation. There was no report of patient injury.